Manufacturer narrative:
It is indicated that the device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further information from that review, a supplemental medwatch will be filled.

Event description:
A report was received that patients pocket incision site was draining and it was determined that the leads were starting to work themselves out. The patient underwent debridement procedure and was doing well postoperatively no further information could be obtained.

Event description:
A report was received that patients pocket incision site was draining and it was determined that the leads were starting to work themselves out. The patient underwent debridement procedure and was doing well postoperatively. No further information could be obtained.

Manufacturer narrative:
Additional information was received that the infection was not caused by the previous ipg explant (MFR. Report no. 3006630150-2019-05142) or the lead that was starting to move out. The infection was caused by a suture granuloma forming at the incision site months after the ipg explant procedure. The patient was prescribed with antibiotics and was reported to be clear from infection.